Event description:
Breast implants inserted in 1999. In (B)(6) 2018: started and continuing to experience heart palpitations, dizziness, ringing in the ears, joint pain, hair loss, and loss of libido. Full work up by pcp, cardiology, neurology without any known cause. FDA safety report ID # (B)(4).